Event description:
Dexcom was made aware on 02/20/2023, that on (B)(6) 2022, the patient experienced a skin reaction. The sensor was inserted into the arm. It was reported that the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, blisters, and scar under the entire patch area, which occurred an unspecified day after the sensor had been inserted in the arm. There was no documentation of treatment provided, the patient just kept the affected area clean and dry. The area was prepared with soap and water before placing the sensor on the body. There was no documentation of medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2023-059631 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.